Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with sternal wound and dehiscence. Culture grew coagulase-negative staphylococci and corynebacterium. Patient was placed on vancomycin. Patient was taken to the operating room for chest washout on (B)(6) 2020. Sternum was grossly healthy appearing. Purulent material was observed around graft-aorta anastamosis, and between the outflow graft and the covering vascular graft. Inflammation was observed around the distal driveline. Patient experienced septic shock requiring pressor support, then stabilized. Positron emission tomography ¿ computed tomography (pet/CT) suggested left ventricular assist device (lvad) infection / involvement. Chest exploration was performed again on wednesday (B)(6) 2020. No purulence or gross evidence of ongoing infection was observed. On (B)(6) 2020, patient returned to the operating room with out event to close chest.